Event description:
During the cooling phase of the ivtm therapy, the thermogard xp ivtm system (sn (B)(4) displayed tcmid:08 (coolant temp low) error message. The thermogard system was in run mode for 22 hours. The customer tried to clear the error by rebooting the system; however, the error persisted. The patient's treatment was continued and completed using an alternative temperature management method. No consequences or impacts on the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4) displayed tcmid:08 (coolant temp low) error message" was confirmed during the functional testing and event log review. The root cause for the reported complaint was a burnt j22 cable connector pin, likely caused by an over-time accumulation of dirt and moisture inside the connectors. Upon visual inspection, no physical damage was observed. The event log review indicated several tcmid:08 errors on the reported event date, thus, confirming the reported complaint. The thermogard system failed the power on self-test (post) due to the tcmid:08 error message, thus, confirming the reported complaint. Upon further testing, zoll service personnel noted a melted and burnt j22 cable connector pin due to a bad contact between the heater. The wire harness assembly from cooling engine (ce) and pic 16 were replaced to address the customer-reported complaint. Following service, the thermogard system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).